Event description:
It was reported that the patient¿s blood glucose (bg) level rose to greater than 400 mg/dl between 4 and 24 hours of wearing the pod. The patient went to the emergency room on (B)(6) 2025, due to nausea, vomiting, could not eat, and high bg levels. The patient was diagnosed with hyperglycemia, which was treated with intravenous fluids. The patient was released 2 to 3 hours later. On the following day, the patient noticed the pod was coming off, the cannula was no longer in the abdomen, and they were not receiving insulin. The pod was removed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of dislodged cannula. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.